Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was not confirmed. The unit was tested with test cf-hq190l, ltf-s190-5, ltf-vh, gif-h180 and giff-q180 scopes. There were no issues with displaying images with any of the scopes and the unit passed all functional tests. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 scopes however, image shows with the 190 scopes. The customer attempted three different pigtails and different scopes but the issue persisted. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction no image was not reproduced. The cause of the phenomenon could not be identified with the information provided. No abnormality was found in the manufacturing record. Olympus will continue to monitor field performance for this device.